Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, product type: lead. Product ID: 3708660, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that there was no abnormality in impedance observed and the device worked normally without any issue until last month. When checking the ins, impedance in all the electrodes was high and in the range of 4000 to 40000 ohms. The patient was talked with, but it was found that the patient did not fall down, twist, or receive any other medical treatment in particular. The cause of the event was unknown. The patient's condition was good and it was judged that the stimulation could be delivered even though the impedance was high, so the patient would be monitored. The issue was considered resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial and lot numbers were unobtainable. No further complications were reported.